Manufacturer narrative:
Pms/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture and high pacing impedance were observed on the left ventricular lead. A lead fracture was suspected to be causing the event, however, no fracture could be confirmed with diagnostic imaging. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.